Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to emergency room (ER). It was noted the area around patient¿s device stimulated with each pace. Follow up noted the patient complained of throbbing with each pace. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.